Event description:
A report was received from a peritoneal dialysis facility. It was confirmed on 07/28/10 in speaking with the reporter of the event that this patient had a cassette leak but never reported the incident to the clinic. The rn reported that this patient has peritonitis. The patient was diagnosed with peritonitis on (B)(6)2010, however, the patient cannot remember or recall when the leak actually occurred. The rn was unable to confirm the date from the leak to the date of the diagnosis of peritonitis. The rn has considered that this event was the cause of the peritonitis. The patient has recovered and receives dialysis with use of this same product. There is no sample and the lot is unknown.